Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A healthcare provider for a patient implanted for gastrointestinal/pelvic floor reported that the patient had not voided in 24 hours, and asked if the voiding issue may be related to the patient not being in possession of the patient programmer the prior day. The healthcare provider was attempting to interrogate the patient's device and saw the poor communication screen. The programmer was moved around and interrogation was reattempted, but the programmer was not able to successfully interrogate the implantable neurostimulator (ins). No potential event cause, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient (pt) had been discharged to their home this afternoon, in good condition, with no further issues of retention. The hcp stated they had to straight catheterize the pt a few times, was unaware of any other testing, and noted the retention issue was not related to the stimulator. The hcp stated the cause of the retention had not been determined. If additional information is received, a follow-up report will be submitted.